Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided reset information and assisted the caller in performing a reset. Although the pump was out of warranty, arrangements were made to issue an out-of-warranty loaner pump as a replacement.